Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, failure to interrogate issue was observed on the device. Multiple tries were made to reconnect the device with the programmer. The programmer crashed, and error message was noted when loading the egms. Patient¿s information was sent via merlin.net transmission. The patient was stable.